Event description:
It was reported that the device "had not worked since day one," and the patient wanted it removed. It was stated that when the device "was off, it was on and when it was on, it was off." It was noted that "it kept running." No further information was given. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead, product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer.

Manufacturer narrative:
(B)(4).

Event description:
Further information from the physician indicated the patient's pain is 'much better' and that the device is no longer needed. It was stated that it was unclear if the patient was still using the device. It was reported the patient had a stroke 'about four years ago' from date of this report. It was said the patient's brain had been 'affected' and that the provider 'can't always rely on what the patient says.'

Event description:
Additional information received reported that spasticity had become an issue. The patient told the physician that the stimulation therapy was not helping him and he wanted it removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had his implantable neurostimulator (ins) for 7 years and it ¿didn¿t work.¿ it was noted that after the implant, the manufacturing representative attempted reprogramming 50 times over the course of an hour and a half but it was unsuccessful. It was noted that the patient¿s system had never helped his pain. It was noted that the patient felt painful stimulation sensation regardless of if the ins was turned on or off. It was noted that for 3 years, it hurt at night, especially when the patient slept. It was noted that the patient felt pain from his knee down to his foot on the left and right sides ¿up and down, up and down.¿ it was noted that after the device was implanted and turned on, the patient fell sleep. It was noted that the patient¿s physician had directed him not to fall asleep. It was further noted that the patient ¿just needed this taken off.¿ it was noted that the patient wanted to have the implant removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect. The patient stated that "since the beginning" the device did not work, and clarified since implant therapy did not work for him. It was stated that the patient went back many times for programming adjustments but nothing helped. It was stated that the device has been off for the past two years and the programmer has been at the patient's brother's house during that time. It was stated that the patient wanted the device removed.